Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/ low o2/yellow light. The key failure is the valve has major leak on end cap. As stated on the repair statement additional malfunctions on this device: power switch has no alarm and the pilot valve alarms & unit shuts down.